Manufacturer narrative:
This device edaz (bellatek® zirconia abutment) was discarded by the doctor and will not be returned for evaluation. This event is being reported due to a single preceding medical device report where surgical intervention occurred. This event is a subsequent malfunction. The risk to patient health is remote. Investigation of other complaints with similar abutments that were fractured concluded the fracture was related to the design of the hex and boss connection and to the screw access hole which led to the recall.

Event description:
The dentist reported the zirconia abutment screw fractured two years after placement.

Manufacturer narrative:
This device has not been received.